Event description:
It was reported that the unspecified bd pen needle are defective. The following information was provided by the initial reporter: pen needles are "defective".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle are defective. The following information was provided by the initial reporter: pen needles are "defective".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.